Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient heard a popping sound from the device and presented to the clinic after receiving a vibratory notifier. Interrogation revealed extended charge time. The device was explanted and replaced. Patient condition is stable.

Manufacturer narrative:
The reported field event of charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was found. The cause of the charge timeout was an internal hv capacitor anomaly.